Event description:
It was reported the patient with this cardiac resynchronization therapy defibrillator (crt-d) and non bsc right atrial (ra) lead underwent an atrial fibrillation (af) ablation, so the ra channel was examined and it was discovered that it presented low out of range impedance measurements and oversensing of noisy signals. Technical services (ts) was consulted and discussed the possible reasons for the exhibited behavior as well as available reprogramming options. Additionally, the noisy signals resulted in pacing inhibition. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported the patient with this cardiac resynchronization therapy defibrillator (crt-d) and non bsc right atrial (ra) lead underwent an atrial fibrillation (af) ablation, so the ra channel was examined and it was discovered that it presented low out of range impedance measurements and oversensing of noisy signals. Technical services (ts) was consulted and discussed the possible reasons for the exhibited behavior as well as available reprogramming options. Additionally, the noisy signals resulted in pacing inhibition. This crt-d remains in service. No adverse patient effects were reported. At a later date, additional information was received indicating there was suspected loss of capture (loc) for this crt-d and non boston scientific ra lead. This crt-d remains in service. No adverse patient effects were reported.